Event description:
It was reported that an alert/notification settings issue was reported. The patient reported that about a month and a half prior to the time of the contact with bfarm on (B)(6) 2026, the dexcom g7 cgm app was modified such that it no longer issues alerts when the user's set target value is exceeded or the readings fall below the set threshold. The patient added that many people, including himself, have consequently experienced severe, sometimes life-threatening hypoglycemia or hyperglycemia. Dexcom technical support attempted to follow up with the patient for further details and clarification regarding the incident, but they were unable to make contact. No further details could be obtained. Data was provided for investigation. A review of performance data found that the patient's software version on the dexcom g7 ios app was updated to version 2.12 on february 19, 2026. Under version 2.12 of the app, alerts that are considered non-critical (high glucose, low glucose, falling fast, rising fast, no readings, and signal loss) are suppressed when an iphone is placed in focus mode or silent mode. Critical alerts, however, such as urgent low glucose and urgent low soon, will still generate audible notifications under these conditions. Given that critical alerts are unaffected by this change, it is unclear how the updates on app version 2.12 may have contributed to the event of hypoglycemia reported by the patient. Follow-up attempts to obtain further details and clarity from the patient were unsuccessful as noted in section 3.1a. Furthermore, as the specific dates of these hypo/hyper events are unknown and dexcom does not have visibility of the patient's phone settings to determine whether the focus mode or silent mode settings were in fact enabled at the times of these events, we are unable to conduct further investigation of performance data. The complaint is therefore undetermined, and the probable cause of the reported hypo- and hyperglycemic events could not be determined. The patient's app was updated to version 2.13 on march 19, 2026. Under version 2.13, the app reverts back to the original design which permits both critical and non-critical alerts to override the focus and silent modes if enabled on the iphone. The allegation was undetermined via data. However, it was found that an app crash occurred. The probable cause was determined to be potential patient misuse as the app was manually closed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and hyperglycemia.